Event description:
It was reported that during a repair the meniscus procedure ,t2 fell off while withdrawing the needle after t1 was deployed. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
Visual assessment of the device confirmed the needle is bent on two planes. The suture construct is free from the delivery needle. Examination of the construct shows t1 is missing. T1 appears to have been cut free from the suture. The suture around t2 proximal suture hole is heavily frayed. T2 shows no abnormalities. The depth limiter straw is assembled incorrectly on the depth gage lock, it appears to have been removed and placed back on the depth gage lock as both ends of the straw are splayed. The condition of the device indicates it was bent during deployment of t1 causing the pre-deployment of t2. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Further investigation is not warranted at this time.